Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate therapies due to double-counted r waves. Programming changes were made. Patient was stable after the event. Device remains implanted.